Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer installed the whisper swivel in patient circuit. Alarms test proximal line disconnect now does not self cancel. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported pm pvt alarms test - prox line disconnect alarm self cancels. The device was not in use at the time of the reported event.